Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported tried passing a snare through the biopsy port, but it became tight near the distal end, two gray round spots narrowing the channel and snare was snug about 2 inches from the distal end during colonoscopy diagnostic procedure while the patient was under sedation with the device inside the patient. The procedure was completed with the same device involving an olympus colonovideoscope. There was no patient injury reported.